Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image is freezing and displaying a black image with white dots. The issue was found during installation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9 and h6 (remove medical device problem code- 2896 - communication or transmission problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint image is freezing and displaying a black image with white dots was confirmed. Based on the results of the investigation, it is likely that the events occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.